Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker exhibited a diagnostic anomaly where the pacing and sensing percentages were all zero. On (B)(6) 2018, a manual transmission was performed by the patient and the same issue was seen. On (B)(6) 2018 the patient presented in clinic and upon interrogation the impedance and sensing values were obtainable but not the threshold values. After making programming changes and applying a magnet, the thresholds were able to be obtained however it displayed a red longevity indicator. The device was re-interrogated and the issue was resolved. On (B)(6) 2018, a manual transmission was performed by the patient and all values appeared normal. Patient was stable.